Manufacturer narrative:
The insulin pump was monitored foe 24 hours no battery out limit alarm noted, no unexpected low battery alarms noted and all operating currents are within specification. The insulin pump passed self test. All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, she has been having issues with the insulin pump for about two weeks. She was at camp and the device started acting up. The device would alarm sensor end and she doesn't use the feature. The buttons are responding properly. Customer's blood glucose was 15.0 mmol/l when the issues occurred. Blood glucose of 5.2 mmol/l was also mentioned. Customer also had to change the battery twice before it would turn back on. Troubleshooting was performed and customer stated the issue persisted even after using a new battery cap and the buttons weren't responding properly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.